Manufacturer narrative:
(B)(4). In addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health.

Event description:
Patient reported child being diagnosed with "adhd". Upon f/u with the diagnosing physician's office, the doctor stated "uncertain of the cause of [child's] adhd symptoms." No indication of treatment or surgical reoperation. Device remains implanted. This medwatch is for the left side. See MFR#: 9617229-2015-00039 for the right side.